Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/13/2025, a clindex notification was received regarding a patient listed in the shoulder arthroplasty registry who experienced implant loosening on the humeral side. This was followed by subsequent migration and further loosening of the implants. In (B)(6) 2025, the patient reported experiencing deep, achy pain. The patient was revised to a different type of arthroplasty. The event was indicated as unrelated to the univers revers apex implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the clindex notification, the arthrex part is not related to the event and is not a product complaint. The most likely cause for the reported failure can be attributed to a patient-specific event.